Event description:
Information received by medtronic indicated that during a cryoablation procedure, a pericardial effusion due to dissection of a right inferior pulmonary vein branch was identified by transthoracic echocardiogram. Patient experienced chest pain. Haemodynamic parameters reported to be good and stable. Device 1 of 2, reference MFR report: 3002648230-2015-00032.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.